Event description:
It was reported that the implant turned 90 degrees per x-ray. No patient complications.

Manufacturer narrative:
Devie was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a nonconformance to specifications. Unable to determine the cause of the event.